Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown, a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine. This event occurred during patient use during dwell 3 of 4. The technical service representative explained the message to the patient and the patient recycled power to the machine. The tsr advised the patient to use a manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.